Event description:
According to the reporter: a surgery was completed to remove a foreign body from a patient's abdomen. Upon removal the clinical team identified that the foreign body was part of a visiport device. The tip of this device is a clear plastic dome with a metal strip across the rim. The device is introduced into the abdomen with a trocar. The foreign body could have been used in any of 5 previous laproscopic operation at several different hospitals.

Manufacturer narrative:
(B)(4).